Event description:
It was reported that the insulin pump had a crack or chip at the battery compartment from normal wear and tear. The blood glucose reading was 117 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and cracked case near display window corners were noted during a visual inspection of the insulin pump. A cracked and bleeding lcd glass was also observed.